Event description:
Livanova deutschland received a report that a centrifugal pump (cp5) used on the s5 system slowed down due to a big blood clot present inside the revolution head, during procedure. Medical team then elected to switch the patient to another s5 system. Reportedly, the patient outcome does not look good. No additional details on patient conditions were provided.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. All the connectors inside the cp5 control panel and inside the cp5 drive unit were re-seated and cp5 ran overnight with new disposable without finding any issue. Cp5 and complete s5 system were tested and found to be working as per specifications. Therefore, the customer put the system back in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.